Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc). There were high thresholds noted for the left ventricular (lv) lead and the health care professional (hcp) claimed there was pacing inhibition. Technical services (ts) reviewed the previous year of reports and found no evidence of pacing inhibition on any of the stored episodes. This crt-d and lv remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc). There were high thresholds noted for the left ventricular (lv) lead and the health care professional (hcp) claimed there was pacing inhibition. Technical services (ts) reviewed the previous year of reports and found no evidence of pacing inhibition on any of the stored episodes. This crt-d and lv remain in service. No adverse patient effects were reported.